Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review is not applicable because the results of the complaint investigation, based on the nature of the failure, the investigation did not indicate a problem with the manufacturer or repair of the device. The device was returned for analysis and has been evaluated. Visual and functional testing were performed. All seals were intact and the device was received in good condition. Indications from event log show that customer did 3 volume accuracy tests. One with volume set at 20 millimeters, and two with volume set at 10 millimeters. The customers reported problem could not be duplicated; however, the delivery accuracy tests found the pump to be over delivering outside the published specification of +/-6 percent. The root cause of the reported complaint is unknown. No actions were taken for the primary concern reported; however, the pump expulsor was replaced in order to bring the delivery into more nominal of a range.

Event description:
It was reported that the device failed accuracy at -11.25 percent. No patient injury was reported.